Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/22/2022, it was reported by a sales representative via email that a forked tip swivelock did not seat well in the patient. An ar-1530bc bio-composite-tenodesis screw was opened and the tip of the driver broke off within the screw during insertion. The screw was implanted successfully, and the metal inserter tip remained inside the screw. This was discovered during an interposition arthroplasty of the first mtpj procedure on (B)(6) 2022, while securing the third anchoring point of the arthroflex dorsally.